Manufacturer narrative:
The product has been requested yet not received.

Event description:
A patient in (B)(6) received a thermage treatment to both sides of her face. The patient had received 400 pulses on the right side of her face, and 200 pulses on the left side of her face when the practitioner noticed a burning smell and stopped the procedure. At that time the patient was found to have developed blisters on both sides of the face. The patient was treated with an unspecified ointment and was given an unspecified ointment to take home. On (B)(6) the patient's blister turned into a scab. This information was provided by a distributor in (B)(4) who declined to provide the contact information of the doctor or the hospital at which the treatment occurred. The current status of the patient is unknown.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The customer reported unspecified burning smell was noticed by the practitioner at the time of the event. No products have been returned for evaluation. Based on the available information, no causal factor can be determined and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Trending will be performed to monitor this issue. Numerous requests have been submitted for a status update yet no response has been received.